Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found no anomalies. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up device check. Upon investigation, the right atrial (ra) and right ventricular (rv) electrograms were lining up vertically. The capture thresholds were found inconsistent, and oversensing was noted on the ra lead. The patient was sent for a chest x-ray. Upon review, the physician elected to schedule the patient for a lead revision. The patient presented in the cath lab for the lead revision, and upon interrogation, the same electrical anomalies were noted. Fluoroscopy demonstrated rv lead dislodgement. The rv lead was pulled back into the inferior vena cava and right atrium. The rv lead was explanted and replaced. Once the rv lead was replaced, the ra lead demonstrated normal function, so the ra lead's anomalies were associated with the dislodged rv lead and its inconsistent contact with the tissue. The patient was stable.